Event description:
It was reported to boston scientific corporation on september 12, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a pseudocyst in the pancreas during an endoscopic ultrasound (eus) guided drainage of pseudocyst procedure performed on (B)(6)2022. During the procedure, the luer detached from the handle. The procedure was not completed due to device availability. There were no patient complications due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).